Event description:
During a labrum repair, the drill guide bent as the surgeon was holding the guide onto the bone. The surgeon used a purcutaneous delivery of the guide and obturator. He removed the obturator, went to drill, and he drilled through the bent guide, causing metal shavings to enter the joint. All visible shavings were flushed from the joint. A second guide was used and this also bent about mid-shaft. The labrum repair was completed with a competitor's device. A delay of five minutes resulted. No patient injury or complications were noted.

Manufacturer narrative:
Evaluation of two drill guides showed both of them bent. One of the guides has bowed-out at the sight windows. This guide is also missing material from the i.d. Of the distal tip.